Event description:
It was reported the patient presented to the ER for pocket stimulation. Review of x-ray noted lead had dislodged and was pulled up into the pocket. Twiddlers syndrome was suspected. The lead was explanted and replaced. The patient was in good condition following the surgery.

Manufacturer narrative:
Analysis was normal. No anomaly was found.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.